Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system error. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with completely broken reservoir tube lip, cracked battery tube threads, address label peeling or damaged, cracked case from reservoir tube window corners and cracked reservoir tube window. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a33 alarm due complete broken reservoir tube lip, a test reservoir was installed and did not lock in place.